Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found that the endoscope plug would not go in the endoscope controller (ec) completely. The ec was replaced and the endoscope was verified to insert properly and produce a good image. The system was tested and verified as ready for use. Isi received the ec involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. The ec was tested at the bench, and an endoscope was attempted to be inserted, but it did not go in fully. Upon inspection, the ring clip around the light engine receptacle was damaged. Based on the information provided at this time, this complaint is being reported because system unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the endoscope would not seat fully into the endoscope controller (ec). The site had previously docked and undocked from the patient due to the endoscope seating issue. An endoscope was previously installed but then would not successfully reinstall. Prior to calling technical support, the customer stated they tried another endoscope but the issue persisted. The technical service engineer (tse) asked the customer to look for damage on the endoscope, but no damage was identified. The tse asked the customer to look for damage or debris in the endoscope port, but no damage or debris were found. The tse requested the customer try a third endoscope, but there was no resolution. The tse recommended that the customer remove the ec cosmetic cover and filter and try installing the endoscope again, but the issue persisted. The customer emailed a photo of the ec port, and damage was identified on the edges of the endoscope port. The tse informed the customer that the edges of the endoscope port looked damaged. The customer stated that they were opting to convert to another da vinci system at that time. Follow-up was performed with the customer to obtain additional information. It was noted that the procedure was completed with another da vinci system with no reported patient injury.